Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the physician found the spring wire guide kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).